Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and mesh was used. The patient has experienced erosion, dyspareunia, pain, bleeding and infection. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. F-(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05289. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced recurrent incontinence and mild suprapubic discomfort. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced recurrent incontinence and mild suprapubic discomfort.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency and rectocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal polypectomy and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal polypectomy and cystoscopy.